Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window, cracked case near display window corners, battery tube threads cracked and cracked reservoir tube lip.

Event description:
It was reported by the customer that their insulin pump was alarming motor error. During troubleshooting, customer stated that they do not use the sensor feature and was unable to rewind the device. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 69 mg/dl at time of reporting. Nothing further reported.